Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of colorectal cancer, the surgeon was able to press the green button, but could not squeeze the handle. Hence, the stapler did not fire. Both handle and reload were changed to complete the case. There was no patient injury.